Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9058969, medical device expiration date: 2024-01-31, device manufacture date: (B)(6) 2019. Medical device lot #: 9234180, medical device expiration date: 2024-07-31, device manufacture date: (B)(6) 2019. Investigation summary: it was reported the customer was unable to get insulin into the syringe. To aid in the investigation, five samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then functionally tested by connected them to a syringe with saline solution. Three samples expelled the solution with normal flow. The other two did not expel any solution; these needles are clogged. It could be possible that while passing the needle through the stopper vial/cartridge the needle got clogged with the stopper material. A device history record review was completed for provided material number 305110, lot number 9058969. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed in two of the five samples. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got clogged with the stopper material. CAPA #: pr #2166514 rationale: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.

Event description:
It was reported that needle 26x3/8 ib was unable to get insulin into the syringe. This occurred on 6 occasions. The following information was provided by the initial reporter: it was reported that unable to get insulin into the syringe. Verbatim: caller reported unable to get insulin into the syringe. No date was know. Cts to use (B)(6) 2021 as approximated event date. Number of occurrences - 6 times. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin with new needle after each event. Cts to send replacement cartridges/ needles. No further follow up is required.